Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 29-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient reported that he had his device explanted in 2018 because it wasn't working for him. The patient reported that during that explant, the doctors weren't able to remove the lead because of scar tissue. The patient was wondering if he could have an MRI with abandoned leads. No further complications were reported.